Event description:
Healthcare professional reported after injection with two syringes, 1 syringe per side, of juvederm voluma xc in the bilateral anterior medical cheek area, the pt experienced no adverse symptoms. However, approximately two weeks after the injection, the pt had cataract surgery on the left eye; two days later, the pt experienced edema, followed by redness and subsequent cellulitis, and an "abscess like a blister" at the left side injection site. The pt was first seen approximately 3 days after symptom onset at the injector's office and "3cc purulent sanguine exudate" was drained from the abscess on the left side. The pt was prescribed oral augmentin. Over the next two days .5cc and 1cc respectively were drained from the abscess. The pt was seen again 4 days later and 1.5cc was drained from the abscess. The pt was additionally prescribed flagyl, hylenex, and diflucan. The healthcare professional indicated the reason for prescribing the diflucan was because the pt was "getting a yeast infection from the augmentin they were taking." Pt symptoms are improving but not yet resolved. The healthcare professional did not know if the pt's symptoms were due to the juvederm voluma xc injection or the cataract surgery.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of edema, redness, cellulitis, abscess, and blister are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.